Event description:
It was reported by the surgeon's office that the patient's lead and generator were explanted due to voice changes and because the patient wanted the device removed. The operative notes regarding the explant were received but did not report any anomalies or allegations against vns. No further relevant information has been received to date. No product has been received to date.

Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as there was no relation between vns and voice alteration.

Event description:
The physician reported that there was no relationship between the reported voice alteration and vns and that the patient "just wanted the device out." The physician indicated that the reason for surgery was patient comfort. The suspect product was reportedly discarded. No further relevant information has been received to date.